Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, the reported event could not be confirmed. The clinical/medical team concluded, infection was reportedly the root cause of the revision, although the root cause of the recurrent infection remains unknown. The patient impact beyond the revision/washout procedure and an expected post-op rehabilitative phase could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Infection is a potential complication associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. Product was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a hip revision surgery was performed due to infection. Liner and head exchanged